Event description:
It was reported that the patient went to the doctor's office and was diagnosed with a skin infection. The site was irritated. For treatment, the patient was given bacitracin and another unknown medication. The pod was worn between longer than 48 hours on the abdomen. The patient was discharged on the same day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.